Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a misaligned probe wipe. The fse proceeded to align the probe wipe to resolve the leak. In conclusion, failure mode of the leak is attributed to a misaligned probe wipe. (B)(4).

Event description:
The customer reported a leak of less than half a milliliter from the probe of the coulter hmx hematology analyzer with autoloader following a backwash cycle. The customer indicated that the leak was contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer reported patient results from the secondary mode as the controls recovered within specification in secondary mode.